Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Reportedly, the user's blood glucose level was in the 100's (mg/dl). A system check with tandem¿s technical support indicated that the pump, cartridge, and infusion set functioned as expected.